Manufacturer narrative:
The device was manufactured from july 17, 2020 - july 20, 2020. The actual device was received for evaluation. The unit was returned to the plant containing fluid in the bladder. Upon sample receipt, visual inspection on the unit via the naked eye showed no evidence of leak on or in any parts of the entire device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed by adding green colored water to the bladder. During fill, no evidence of leak was observed. After fill, the device was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage from an unspecified location. This issue was discovered after filling at the hospital. There was no patient involvement. No additional information is available.